Event description:
From the product return form rec'd on (B)(6), 2011: "pt developed an ulcer in os. Opened up second packet doing fine in the lens." From the complaint f/u form rec'd (B)(6), 2011: "were on left eye after wear of synergeyes, inc. Lenses." Pt required medical intervention. Yes, vigamax used. Medical attention/intervention was required to prevent visual impairment or permanent damage to the eye. There was 100% resolution of the event. The practitioner stated that "yes, with a scar left on the cornea." The practitioner further stated that "I ordered a replacement. She has been wearing another lens of same parameter with no problem, so must have been a defect."

Manufacturer narrative:
Lens had passable defect (scratch) on the lens. In review of the device history record, the final inspector made no mention of any scratches present on the lens. Defect could have been caused by the user during usage of the device.